Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported upon using the 5mm gynae resectoscope for tcrf case the loop broke and caused a spark which has caused the ceramic tip of inner sheath to break off/detach inside the patient. All parts were retrieved and the procedure was still completed. Uterus looked burnt/black in parts inside when using normal hysteroscope to continue the procedure and retrieve lost end of electrode.